Manufacturer narrative:
In response to the event reported a device history review was conducted for lot number 1051552. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that during use with bd intima ii¿ IV catheter prn adapter the needle was discovered to be damaged and blood leakage occurred. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: the nurse performed intravenous infusion for the patient, and after implanting the intravenous indwelling needle, she found that the wall of the indwelling needle was slightly damaged. After the puncture was successful, there was blood leakage.